Event description:
Customer reported that her belt clip is broken. Customer stated that the belt clip does not clip properly. Customer has had the clip for the last 3 years. Blood glucose value was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.